Manufacturer narrative:
A ge oec service representative investigated the issue and re-calibrated the filament, re-adjusted the hv regulator, ma null adjustment, and dead times to restore proper function. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provided any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system displayed low ma error message after x-ray exposure.